Event description:
Returned sample has a split at the 47.5 cm depth marker. No report of this failure from the facility. The device was removed, but there is no indication from information received that the device was replaced.

Manufacturer narrative:
The eval of the secondary incident (a catheter split) found that the damage was stylet induced and use related. The product returned for eval was a 4fr s/l groshong catheter and associated stylet. A split in the catheter was observed during the product exam of file (B)(4). This split was found between the 47cm and 48cm depth markings. It was linear in sharp and angled from the axis of the catheter shaft. Two indentations in the catheter of similar length and orientation of the split were found proximal and distal to the split. The split was segregated from the main catheter shaft and bisected longitudinally to inspect the condition of the inner catheter surface. Damage to the inner catheter wall was observed. Microscopic exam of the inner catheter damage found that it was granular and of the same shape, orientation, and length as the catheter split. This type of damage can occur if the stylet is not wetted prior to removal, or if the stylet is withdrawn while the catheter is at a sharp bend. A lot history review (lhr) of rewf0560 showed no other similar product complaint(s) from this lot number.